Manufacturer narrative:
Merge healthcare technical support instructed the user to reboot both the hemo monitor and client pc and check that the cables to the pdm (patient data module) were secure and properly connected. The user reported after the reboot that only the waveforms were displayed and no patient identifying information displayed. The user was again instructed to reboot the hemo monitor and client pc a second time. The user confirmed that the hemo system worked correctly after the second reboot. Upon follow-up with the customer, it was stated that the reported problem was thought to be caused from the stripped thumb screws that attach the pdm to the trunk cable. A search of the customer's case management in merge's internal documentation did not find a customer request for replacement of this hardware as of (B)(6) 2017, and no further instances have been called into merge since this original call in on (B)(6) 2016. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the general equipment care section with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." For this reason, conclusions code 18 (failure to follow instructions) was used.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that a workstation was not connected to the database. Subsequently, the hemo monitor and client pc were rebooted twice during the procedure that resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully once the hemo monitor and client pc were rebooted and the connection was re-established. (B)(4).